Event description:
It was reported that a patient had undersensing on the atrial lead where it could not sense the atrial fibrillation that the patient was experiencing. The lead sensitivity was increased and the lead remains in use. The patient belongs to the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.